Manufacturer narrative:
Findings: all buttons functioning properly. No damage in the keypad assembly noted and no unlocked j2/lcd keypad connector during visual inspection. Pump received with minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 100 mg/dl. The customer stated that the buttons are not responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.